Event description:
The customer alleged that while the unit was in use, the ventilator was not delivering tidal volume as specified. The pt was noted to have trouble exhaling. The pt was removed from the ventilator and manually ventilated. During this maneuver, the pt experienced a full cardiac arrest and subsequently expired. During the inspection performed by the mallinckrodt field service engineer, the unit passed extended self testing. The engineer reported the pt's settings, which were confirmed by the respiratory care manager. These settings are believed to have contributed to the pt's death in that the desired settings could not be delivered due to incorrect pressure limiting values, resulting in hypoventilation. No malfunction of the device was noted. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.